Manufacturer narrative:
Concomitant medical products: product ID 748240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID 3389-40, lot# j0519623v, implanted: (B)(6) 2006, product type: lead. Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 3389-40, lot# j0421486v, implanted: (B)(6) 2006, product type: lead. Product ID 748240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID 37602, serial# (B)(4), product type: implantable neurostimulator. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
A healthcare professional reported (hcp) via a manufacturing representative that the hcp thought the explanted battery had depleted prematurely. The indications for use for this patient were parkinson's dual and movement disorders

Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4)) found no significant anomaly; the ins was functionally okay.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.